Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had no power, the battery compartment was cracked, the battery cap was worn and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 10/01/2016 with the following findings: the battery compartment was cracked above and below the bumper pad. There was corrosion observed inside the battery compartment. The returned battery cap had stripped threads, a worn top and was unable to fully attach to the pump. A test battery cap was able to carefully attach to the pump. The pump could not power on with the test battery cap. There was no further evidence of moisture corrosion on the internal components of the pump.

Manufacturer narrative:
(B)(4).